Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: on (B)(6) 2010 dr (B)(6), was performing a routine dental procedure on a 3 1/2 year old house dog when during surgery, it was noted that the patient's heart rate decreased and pt was turning a blue color. It was also noticed that the oxygen flow wasn't consistent, so the doctor extubated the pt and re-intubated the pt, however, by that time the pt expired. Dr (B)(6) alleges that upon examining the tube; it was noted to be occluded with what he described as a small, clear, rubbery-like substance. The substance was located approx 5mm below the top of the cuff. Dr (B)(6) stated that the substance wasn't noted prior to intubation and to his knowledge; the tube was new out of the package.